Event description:
Iot was reported that the pta balloon catheter became stuck on the guidewire and during the attempt to retract the catheter through the introducer sheath, the inner guidewire lumen detached and the balloon separated into two segments. The balloon was removed in its entirety along with the catheter as it was removed together with the sheath as a single unit. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the only complaint reported to date for this lot number for these issues. The device was returned and one photo was provided for review. The balloon was sheared in half and folded over the distal tip, and the inner guidewire lumen was kinked and severely stretched. Based upon the evaluation of the device and the photo provided, the reported retraction difficulty and subsequent balloon separation can be confirmed; however, the withdrawal difficulty experienced with the catheter and the guidewire could not be evaluated, as guidewire patency testing could not be performed due to the poor sample condition. It is unknown whether the original guidewire and/or patient/procedural issues contributed to the issues in removing the catheter from the guidewire. It is unknown why the balloon sheared in half during the retraction of the balloon through the sheath. It is unknown whether the balloon was completely deflated prior to retracting through the sheath. The definitive root cause for the retraction difficulties could not be determined.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented with (B)(4) and report source information, but not reported. A follow up attempt was made to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time. Labeling review: the current rival pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4).